Manufacturer narrative:
The manufacturer previously reported a failure of the power cord. The power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power cord failing was due to an intermittent connection inside the wire.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on when connected to ac power was observed. The device's power cord was replaced to address the issue.